Manufacturer narrative:
The product was returned for evaluation. A visual inspection of the returned fiber optic cable found that several sections of the fiber optic cable bundle approximately 6 inches from the strain relief assembly at the headlight-end exhibited damage similar to being compressed by heavy equipment such as gurney. The fused bundle as observed at the lens in the connector at the mlx insertion-end is melted. There were no separated fibers observed in the evaluation as reported. When the cable-bundle is damaged through compression, the intensity of the light does not properly flow through the cable causing a build-up of heat in the connector at the mlx insertion point. This condition results in the fiber optic bundle melting as observed. The reported complaint is unconfirmed. The root cause of the damage to the fiber optic cable is considered user error. No manufacturing, workmanship, or material deficiency has been identified. UDI #: (B)(4).

Event description:
A customer reported that the ax2100bif cable has separated from the plug and showing fibers on the 001388lx9 ul pro fused headlight cable. There was no patient contact, injury, or surgery delay reported. Request for additional information has been sent.